Event description:
It was reported that the cannula curvatures were incorrect on two (2) m6sct, specialized single cannula cuffed tracheostomy tubes. In addition, a length discrepancy was also reported on one (1) of the m6sct devices. One (1) m6sct device was in use for an unk period of time before the reported problem was detected and one was detected shortly after insertion. The devices were ordered non-sterile and were sterilized by the pt hlth care provider. It is unk what method of sterilization was used. There was one (1) pt involved with no reported pt compromise. One of the m6sct devices was discarded, and one (1) m6sct device was returned to the MFR for ID, analysis and investigation on 10/10/97.